Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed two errors during the basal delivery. The blood glucose reading was 150 mg/dl. The caller stated that she did not have access to the insulin pump at the time of the call. The customer was advised to discontinue use of the insulin pump. Nothing further reported.